Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Please retract this report 2017865-2013-04890. The same issue was reported as 2017865-2013-04783.

Event description:
It was reported that via merlin.net transmission, noise was noted on the right ventricular lead. The lead was explanted and replaced.